Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic after receiving inappropriate antitachycardia pacing. Patient was treated with medication. No further episodes were observed. Patient was fine.